Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the balloons burst when filled with 30ml sterile water. No patient injury reported.

Manufacturer narrative:
Qn# (B)(4). The batch card(s) for the complaint lot(s) was reviewed all samples passed qa inspection. No sample was returned for investigation, therefore, no physical investigation could be conducted. A simulation test was conducted with representative samples from production on the same catheter size and balloon volume. No issues were observed. In the absence of the returned sample, the actual root cause could not be determined, therefore, the complaint cannot be confirmed.

Event description:
It was reported that the balloons burst when filled with 30ml sterile water. No patient injury reported.